Event description:
Crrt [continual renal replacement therapy] was being restarted on pt, shortly after blood was noted in the waste line of the crrt machine and it was apparent that the filter had failed. Therapy was stopped. This caused a 2-3 hour interruption in therapy to the pt.